Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp 20d 3ss cv experienced leakage. The following information was provided by the initial reporter: the tubing leaked at the y-site near the end of the tubing line. No patient injury but they had to redo the line. Tubing is contaminated with chemotherapy drug but photos are available.

Manufacturer narrative:
H6: investigation summary: a photo was received by the customer with the complaint of leakage at y site. This verified the customer's complaint but without a physical sample to investigate, the root cause remains unknown. This failure does appear to be a lack of solvent or a shallow insert at the tubing- y site junction. A device history record review for model 2426-0007 lot number 21045714 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 12apr2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that the as lvp 20d 3ss cv experienced leakage. The following information was provided by the initial reporter: the tubing leaked at the y-site near the end of the tubing line. No patient injury but they had to redo the line. Tubing is contaminated with chemotherapy drug but photos are available.